Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately and met all design specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) due to supraventricular tachycardia (svt). This resulted in the rhythm accelerating to the ventricular tachycardia (vt) and ventricular fibrillation (vf) zones. Multiple shocks resulted in converting the arrhythmia. No adverse patient effects were reported. This ICD was reprogrammed with the rate cut offs decreased so that arrhythmias would be treated with shocks immediately, rather than with atp. The patient was referred to their normal following physician to assess the programming for atp. The local area sales representative was contacted for resolution to this issue but they were unable to provide additional detail. New information received indicates that this device was explanted for an unknown reason and returned for analysis.